Manufacturer narrative:
Results: examination of the lot history record showed that the lot passed all acceptance criteria. Trend analysis did not reveal an unfavorable trend. (Note: description provided here because no relevant result code is available.)

Event description:
Nstemi/unstable angina due to restenosis of a stent placed distal to original target lesion. This particular stent is not part of the tryton side branch stent or the des within the tryton. The stent that restenosed was a bail out stent placed during index procedure far distal to the original lesion. The bailout stent during the index procedure was due to distal dissection involving the main branch. Lcx (culprit vessel), 95% stenosis treated with elunir stent and om with 75% stenosis. Per physician, om may have had contributed to the event but not the culprit vessel. An incidental finding was restenosis of the side branch portion of the tryton. A decision was made to place a short des in this location. It is unlikely that this contributed to presentation of nstemi. In other words, this was a non-culprit site.